Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of a pacing lead, there was pacing failure and extra cardiac stimulation. The patient's blood pressure had dropped and a tamponade was suspected due to perforation. The tamponade was drained and the lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.